Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open sleeve gastrectomy. According to the reporter: on or about (B)(6) 2012, the decedent underwent an open sleeve gastrectomy for morbid obesity. As part of the surgical procedure performed, the surgeon transected the stomach using a stapling device and staple loading units. On (B)(6) 2012, the decedent developed tachycardia with shortness of breath and sharp pain under her left breast. After a pulmonary embolism was ruled out, an upper g1 was ordered and was positive for a leak. The decedent was taken into the operating room where the surgeon performed a diagnostic laparoscopy and found the staple line had separated. The drainage was managed in the ICU where she then developed a massive wound dehiscence and other complications requiring extensive surgery resulting in death.